Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding wear involving an omnifit series ii liner was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported at the (B)(6). The tha with omnifit plus cup and omnifit series 2 insert was done. After this, revision surgery of the omnifit series 2 insert and head were done because the liner was worn.

Event description:
It was reported at (B)(6) association of orthopaedic surgery & traumatology. The tha with omnifit plus cup and omnifit series 2 insert was done. After this, revision surgery of the omnifit series 2 insert and head were done because the liner was worn.